Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User had high glucose value.

Event description:
Consumer complaint of blood results reading high. The customer is feeling well and no medical attention is needed. Customers expected results is 140 mg/dl. Verified the strips expire 02/20/2016 and that the strips were first opened in (B)(6). Customer confirms the strips are properly stored in a drawer in the kitchen away from the stove. Reviewed meter memory: memory 1: 322 mg/dl, (B)(6) 2015, 09:05:00 pm; memory 2: 322 mg/dl, (B)(6) 2015, 06:20:00 am; memory 3: 437 mg/dl, (B)(6) 2015, 09:30:00 pm; memory 4: 435 mg/dl, (B)(6) 2015, 08:15:00 pm; memory 5: 199 mg/dl, (B)(6) 2015, 07:12:00 pm. Could not confirm if the results in the memory were all fasting. The customer is out of test strips and is unable to perform a back to back blood test. No adverse event reported.